Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously experienced "popping in their chest" and their implantable cardioverter defibrillator exhibited premature battery depletion. The patient presented on (B)(6) 2017 for procedure and the device was explanted and replaced. The patient tolerated the procedure well.